Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 497 mg/dl and 479 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer stated that the symptoms related to high blood glucose such as difficulty breathing, nausea, abdominal pain and vomiting. The device will not be returned for analysis.